Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was originally implanted in 1999 and worked within normal limits. The "ipp cylinder on one side had perforated through patients glands on one side insidiously in past four months. Entire ipp was removed. Patient had a perforated urethra crested at time of removal of ipp cylinders. This was managed with prolonged catheterisation." Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.